Event description:
It was reported that the patient faced an event where infusion set fell off on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Since the response to the question, "is non-serialized product being returned?" Was negative, indicating that no sample will be returned, hence the sample request will not be sent. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number.reporting site: 8021545.manufacturing site: 8021545.